Event description:
Per maude event report ((B)(4)) received on (B)(4) 2012. According to the report, the pt had a ventral hernia and underwent repair on (B)(6) 2010 with placement of synthetic mesh measuring 6x4x6.4cm within the preperitoneal space. Post-operatively, pt developed prosthetic mesh infection necessitation removal on (B)(6) 2011.

Manufacturer narrative:
Since no product code number or lot number were provided in the report, a device history records review could not be performed.